Manufacturer narrative:
Sorin group (B)(4) manufactures the custom perfusion pack listed above. This pack is not sold in the united states and therefore has no 510 (k) number. The d100 dideco kids oxygenator is a component of the customer perfusion pack. The 510 (k) number for the oxygenator is k061031. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report of blood leaking from a crack in the outlet port of the d100 dideco kids oxygenator during a procedure. The oxygenator was replaced and the procedure was completed without any further issues. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report of blood leaking from a crack in the outlet port of the d100 dideco kids oxygenator during a procedure. The oxygenator was replaced and the procedure was completed without any further issues. There was no report of pt injury.